Event description:
Customer reportedly received the following sets of results on the compact plus system: within 10 minutes: 104 mg/dl, 12 mg/dl, and lo (less than 10 mg/dl) and within 10 minutes: 121 mg/dl and 37 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.